Event description:
A pt reported experiencing inaccurate erratic results with an otp meter. The pt's blood glucose results were 224 mg/dl, 179mg/dl, 122mg/dl. Tests were done within <10 minutes with a difference of 34%. Pt did not experience any adverse events. No further info has been reported.